Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on the medical records provided, there is no way to determine whether the bard davol mesh may have caused or contributed to the problems experienced due to the ventral hernia repair procedures and the multiple non-bard davol hernia mesh implanted. The medical records do not indicate any type of specific device issue with the bard davol mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - patient was diagnosed with a ventral hernia and underwent repair with implant of a non bard davol gore-tex mesh. On (B)(6) 2010 - patient was diagnosed with an infected area of fascia and underwent implant of a non bard davol "permacol" biologic graft and excision of infected fascia. On (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia and underwent repair with implant of a non bard davol gore-tex mesh. On (B)(6) 2011 - patient was diagnosed with an infected gore-tex mesh and underwent explant of the gore-tex mesh as well as implant of a bard/davol xenmatrix graft. On (B)(6) 2012 - patient was diagnosed with two recurrent ventral hernias and underwent explant of the non bard davol (gore-tex) mesh and implant of another non-bard davol gore-tex dualmesh (gore).